Event description:
The initial reporter questioned qc results for elecsys troponin I stat (troponin I stat) on a cobas e 411 immunoassay analyzer. The customer replaced the reagent pack and repeated qc with acceptable results. Due to the questionable qc results, the customer repeated "all" patient samples that had been tested for troponin I stat since qc was last acceptable. Of the data provided for 3 patient samples, the results for 1 patient sample were discrepant. The initial result was 0.23 ng/ml. The repeat result was 0.16 ng/ml. The initial result was reported outside of the laboratory. The troponin I stat reagent lot number was 63317501 with an expiration date of 31-aug-2023.

Manufacturer narrative:
The field service engineer (fse) ran liquid flow cleaning (lfc) 3 times and performed an instrument performance check with no issues. The investigation is ongoing.

Manufacturer narrative:
The customer has not complained of any further issues. The investigation determined the event was consistent with a maintenance issue at the customer site.